Event description:
It was reported that multiple occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; specific value was not provided. At the time of the report to tandem technical support, the customer did not address the elevated bg. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.